Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported the patient presented emergently nearly six years later with a type ia and ib endoleak that had led to a ruptured aneurysm. An emergency intervention procedure was carried out the following day and an aortic cuff, bilateral renal snorkels, endoanchors and bilateral limb extensions were implanted. The event is reported to be resolved. As per the physician the cause of the event is unknown. No additional sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.